Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Initial reporter was unknown at the time of filing. Manufacturing date was unavailable at the time of filing. No part was returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that after the system was started, the sound of error from the positioning sensor unit (psu) continued ringing. It was noted that the site will no longer be using the system.

Manufacturer narrative:
UDI number and manufacturing date were received.